Manufacturer narrative:
D2b - pro code (product code): dqy, lit. G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). A 2.0mm x 150mm x 150cm coyote was advanced for dilation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.